Event description:
During follow-up, noise episodes were observed on the device. The device could not be reprogrammed to reduce the noise, so it was explanted in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The field complaint of sensing anomaly was not confirmed. Analysis performed indicated that it exhibited normal device characteristics. A sensitivity test was performed on the device with various settings and it was able to sense within the product specification.